Manufacturer narrative:
Samples have not yet been rec'd for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. (B)(4).

Event description:
A customer reported a dull knife was noted during a procedure. A second knife was opened and used to complete the incision. There was no pt or procedural impact reported.